Event description:
Additional information received noted that the device was reprogrammed. The cause of the reset was suspected to be a magnetic resonance imaging (MRI) scan in an off label environment. Defib therapies were not available during backup mode. The patient was stable and asymptomatic.

Event description:
It was reported during that the implantable cardioverter defibrillator was in backup mode.